Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic technical services rep. Walked a medtronic field service engineer (fse) through replacing fuses 11 and 12 within the imaging system. After the replacement the fse tested system and it worked as expected, this resolved the issue. System put back into service. Replacement fuses were sent to site on 7/24/15, no parts were returned to manufacturer so no evaluation could be reported. No further issues reported, this event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative called to report when trying to boot up the mvs and there was no power going to it. Troubleshoot involved replacing the f11 and f12 fuses which resolved the issue. There was no patient present when this issue was identified.